Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds resulting in rapid battery depletion for the implantable cardioverter defibrillator (ICD). The ra lead and ICD remain in use. No patient complications have been reported as a result of this event.